Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd has not been able to obtain this information from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd did not receive samples or photos for evaluation. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints for this reported condition in order to identify emerging trends. (B)(4).

Event description:
It was reported that there was poor barrier separation after centrifugation with an unspecified bd vacutainer® heparin blood collection tubes. The following information was provided by the initial reporter: it was reported that gel in a lithium heparin vacutainer did not separate after centrifugation. Additionally, the bd sales consultant provided the following additional information: I spoke with her and she has no info about lot number or catalog number. It was determined by their investigation to be a patient condition causing the gel not to move, not a manufacturing issue. Were there any erroneous results of change in treatment? Testing was not able to be performed. What date did this occur on? Unsure. Were there any erroneous results of change in treatment? Testing was not able to be performed.